Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device interrogation before the patient had a second magnetic resonance imaging, a power on reset (por) was observed on the screen. After selecting "close" the implantable pulse generator (ipg) returned to normal function and remains in use. No patient complications have been reported as a result of this event.